Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient received hemodialysis treatment and thereafter experienced a cardiopulmonary arrest and expired the same day, all of which is alleged to have been caused by the patient's exposure to the product administered for dialysis treatment.